Manufacturer narrative:
A ge service representative performed an on site investigation. The malfunction was verified. Identified the need to replace the flip-flop assembly. The assembly was replaced. The system was tested and found to be working as intended. System returned to service.

Event description:
It was reported that the techs were having problems moving the "c" from ap to lateral on the 9900 system. Intermittently, a grinding sound would be heard. There was no report of patient injury.